Event description:
It was reported thrombus on the device occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was successfully implanted. The patient came in for their follow up on (B)(6) 2019 and a thrombus on the closure device was noted. The patient was switched to clexane (low molecular heparin) after detection of the thrombus. On (B)(6) 2019, the patient had a follow up examination and there was no thrombus. The patient was switched to dual platelet inhibition (aspirin + clopidogrel).

Event description:
It was reported thrombus on the device occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was successfully implanted. The patient came in for their follow up on (B)(6) 2019 and a thrombus on the closure device was noted. The patient was switched to clexane (low molecular heparin) after detection of the thrombus. On (B)(6) 2019, the patient had a follow up examination and there was no thrombus. The patient was switched to dual platelet inhibition (aspirin + clopidogrel).

Manufacturer narrative:
Evaluation conclusion codes updated from no problem detected to known inherent risk of device.